Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insect-like foreign matter was found in the tip of the bd¿ blunt fill needle with filter after unpackaging it. The following information was provided by the initial reporter: "when the needle was unpacked from sterile packaging, it has a fly-like matter on the tip".

Event description:
It was reported that insect-like foreign matter was found in the tip of the bd¿ blunt fill needle with filter after unpackaging it. The following information was provided by the initial reporter: "when the needle was unpacked from sterile packaging, it has a fly-like matter on the tip"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 07-nov-2022 h6: investigation summary it was reported there was a fly like foreign matter on the tip of the needle. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and the needle point has a drop of equipment lubricant. No other defects or imperfections were observed. This defect could occur if after preventative maintenance residues of lubricant were left on the equipment. The photo provided shows the sample received. A device history record review was completed for provided material number 305211, lot number 1301733. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.